Manufacturer narrative:
Additional information was received that the ipg was not replaced and the patient only had an ipg revision procedure. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having low impedances on all contacts. The patient underwent an ipg replacement procedure.

Event description:
A report was received that the patient was having low impedances on all contacts. The patient underwent an ipg replacement procedure.